Event description:
It was reported that during a laparoscopic colectomy procedure the first clip did not stay on the tissue and the second got stuck in the jaws. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 19 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did the clip fall off the tissue? If yes, did the clip fall into the patient? If so,how was the clip retrieved?